Manufacturer narrative:
At this time, the product has not been returned. If the product is analyzed, this report would be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulties and helix extension issues. The lead was used incorrectly by the physician as more than 30 turns were reported to be used for lead extension. The electrode end was reported to be damaged/defective. This lead was successfully replaced for a new one. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement difficulties and helix extension issues. The lead was used incorrectly by the physician as more than 30 turns were reported to be used for lead extension. The electrode end was reported to be damaged/defective. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation was completed. This lead was subjected to and passed continuity and x-ray tests. Lead was determined to have met specifications. MDR decision will be changed to no report.